Manufacturer narrative:
(B)(4). The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received five shocks that did not convert the arrhythmia. The defibrillation threshold (dft) testing at implant was successful. It was noted the patient was sleeping at the time, and had missed antiarrhythmia medications for three days and had smoked cannabis before receiving the shocks. A technical services consultant reviewed the episode and believed the rhythm was a monomorphic ventricular tachycardia (mvt). It was later reported that the patient's device following physician further reviewed the episode and believed the patient's rhythm was supraventricular tachycardia (svt). The patient's morphology had changed enough for the device to not recognize the normal sinus rhythm after the patient's heart rate had increased due to the missed medications. The conditional zone was reprogrammed from 180 to 200. No additional adverse patient effects were reported. It was later reported the patient had again experienced inappropriate shocks for non-vt or vf. A technical services consultant reviewed the episodes and confirmed the patient received five shocks that exhausted therapy in episode 005 and then again in episode 006 that occurred 12 minutes later. No changes have been made to the device at this time. It was believed that the patient's morphology changed sufficiently enough to cause the device to not recognize his normal sinus rhythm. The patient's rate was raised due to not taking his medications.